Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure that a dissection occurred. The index procedure treated the 2.75x10mm, 75% stenosed mid lad (left anterior descending). Treatment consisted of predilation and two taxus express2 stents were unable to cross the lesion (2.75x20mm and 2.75x12mm). After withdrawal of the second non-implanted stent haziness and 80% narrowing of the distal lmca (left main coronary artery) - ostial lad region noted a possible "raised plaque and/or focal dissection due to trauma from stent delivery". The distal lmca-ostial lad lesion was treated with percutaneous coronary angiography followed by a 3.0x10mm cutting balloon. Then the target lesion was treated with a 2.75x12mm and 2.75x8mm taxus express2 stents and post dilation resulting in 0% residual stenosis. The lmca-ostial lad was also stented with a 3.0x16mm taxus express2 stent. The patient was discharged one day post procedure on asa and plavix.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.